Event description:
It was reported that during a da vinci xzi hysterectomy procedure, the fenestrated bipolar forceps instrument spring was broken after it was hooked to robot. The report revealed the grasps would not open or close with the spring protruded. No patient harm was reported. The device was returned to the manufacturer.